Event description:
The ge oec 9900 fluoroscopy system light radiographs when making film exposures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective table ion chamber and ion chamber assembly. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.